Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that while the device was being serviced by the philips field service engineer (fse) the device failed an op check for the defib test. The device was not in use on a patient as indicated by the initial reporter answering the safety questions during service order initiation.